Event description:
It was reported that the patient had a problem with his neurostimulator. The patient felt a shocking or jolting sensation after he "hit the back of a wall unit right on his device." The patient turned his device off and intended to follow-up with a health care professional. About a month later, the patient's health care professional reported that the device "is not working". Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.